Event description:
New information received notes a symptomatic, muscle stimulation patient presented over again in the emergency department in backup vvi. A device code was successfully downloaded to resolve the issue.

Event description:
It was reported that a symptomatic, muscle stimulation patient presented in the emergency room with device in backup vvi mode. The issue was resolved after a device code download was performed successfully. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.